Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) balloon would not deflate initially. The user grabbed a new syringe and it still wouldn¿t deflate. The user tried a third time with new balloon and it finally deflated. There was no reported patient injury. The device was used inside the patient. The malfunction occurred inside the patient. The balloon was prepped with 100% saline. The mynx vcd was used in an interventional peripheral case. The procedure used a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. Hemostasis was achieved with 20 minutes of compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle, a new syringe was observed to have been connected to the device with stopcock open as received. The sealant, advancer tube and procedure sheath were not returned with the device. Leak testing was performed on the balloon of the returned device. The results confirmed the user's complaint. The balloon of the returned device remained partially inflated when the inflation indicator was fully retracted during the investigation. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f1904401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon would not deflate initially. The user grabbed a new syringe and it still wouldn¿t deflate. The user tried a third time with new balloon and it finally deflated. There was no reported patient injury. The device was used inside the patient. The malfunction occurred inside the patient. The balloon was prepped with 100% saline. The mynx vcd was used in an interventional peripheral case. The procedure used a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. Hemostasis was achieved with 20 minutes of compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.